Event description:
It was reported that difficulties were experienced during resuscitation attempts on a pt. The device user was initially unable to obtain an ECG trace using pads/paddles, and unable to deliver a shock to the pt. The user responded to the situation by connecting a 4-lead pt cable; this was successful in producing an ECG trace. The user then successfully delivered two defibrillation shocks to the pt. The report is unclear about the pt's ultimate status (i.e., whether the pt recovered).

Manufacturer narrative:
The device was shipped to the MFR's overseas facility for evaluation (to follow).